Event description:
Pump reported to be set up on a neonate. Sometime later the pt was found to have bruising and edema. An intravenous infiltration was found. The pt experienced blistering. The pt was reported to be fine and no serious injury resulted.